Manufacturer narrative:
The previous report was submitted on (B)(6) 2022 and failed ack 3. This report is being resubmitted at the request of the cesub help desk due to an infrastructure issue at FDA. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet occluder was successfully implanted using a amplatzer torqvue 45 x 45 delivery sheath. Patient expired after amulet implant procedure due to cardiac tamponade. There were no noted complications during the procedure. The patient had remained hemodynamically stable throughout the implant procedure. However, several hours post procedure the patient's health was deteriorating quickly. It was discovered that the patient had cardiac tamponade. There was no pericardial effusion immediately post procedure. Ultimately, the patient's health deteriorated and the patient passed away.

Manufacturer narrative:
An event of pericardial effusion, patient death after amulet implant procedure due to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet occluder was successfully implanted using a amplatzer torqvue 45 x 45 delivery sheath. Patient expired after amulet implant procedure due to cardiac tamponade. There were no noted complications during the procedure. The patient had remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in procedure reported. However, several hours post procedure the patient's health was deteriorating quickly. It was discovered that the patient had cardiac tamponade. There was no pericardial effusion immediately post procedure. Ultimately, the patient's health deteriorated and the patient passed away. Subsequent to the previously filed report, additional information was received that the 22mm amplatzer amulet occluder was successfully implanted using a 12f amplatzer torqvue 45 x 45 delivery sheath. The implant procedure had been conducted using intracardiac echocardiography and transesophageal echocardiography for guidance. It was noted that the patient had a trivial pericardial effusion prior to procedure. The patient had normal sinus rhythm prior to and during procedure. It was also noted prior to procedure, that the patient had an abnormally large 38.8mm pulmonary artery that was within 1mm of the left atrial appendage. The 22mm amplatzer amulrt occluder had been szied using a competed tomography scan. The patient had a noted activated clotting time between 250-350 seconds during procedure. A correction needs to be made that post-procedure the same trivial pericardial effusion was noted on intracardiac echocardiography and transesophageal echocardiography exams. The patient was administered protamine and the procedure was completed without complication. There had been no recaptures of the 22mm amplatzer amulet occluder. A few minutes after implant the patient suffered cardiac arrest. A transthoracic echocardiogram exam confirmed the presence of a massive pericardial effusion with cardiac tamponade. A pericardiocentesis was performed and it was noted that the drained blood had clots in it. A chest x-ray was also performed at revealed that the amplatzer amulet occluder was still in it original implant site. The cause of the patient's death was determined to be cardiogenic shock and cardiac tamponade.